Manufacturer narrative:
Sensor 0fy5q6dtn has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Data was successfully extracted from the returned sensor using approved software. Watermark was not observed at the base of the sensor tail. The sensor was sent for further investigation and de-cased. A visual inspection was performed on the printed circuit board assembly (pcba) and no issues were oberved. Performed a smu (source measurement unit) test to check the functionality of the sensor and results were within specification. Additional testing has been performed for this issue and poise voltage testing and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. (This report covers 1 of 2 medical events.)

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer received unspecified "lo" (lower than 40 mg/dl) sensor scan results compared to unspecified readings obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced dizziness and lost consciousness "twice." The customer was unable to self-treat and was advised by the healthcare professional (hcp) to seek medical treatment to the emergency room, however, they refused to undergo treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event.